Manufacturer narrative:
Continuation of d10: product ID: 8596sc, serial# (B)(6), implanted: (B)(6) 2022, explanted: (B)(6) 2025, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8596sc, serial/lot #: (B)(6), ubd: 11-nov-2023, UDI#: (B)(4). H3. Analysis of the catheter identified a tear inside the sealing surface of the sutureless connector near the guide ring, which did not affect the functionality of the catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted infusion pump. The pump was used to deliver unknown baclofen 2000mcg/ml at 329mcg/day. It was reported that, during a replacement procedure, the physician noticed a tear in the catheter material surrounding the "bell" portion of the catheter connector. It did not appear to be affecting the catheter function. There were no known environmental, external, or patient factors that may have led or contributed to the issue. There were no diagnostics/troubleshooting performed. The pump connector and short segment of the catheter pump segment were replaced with a new 8596 sutureless connector (sc) catheter. At the time of this report, the issue was resolved.